Manufacturer narrative:
Our quality engineer inspected the samples submitted for evaluation. Your reported issue of needle retraction issues or holes in the catheter could not be confirmed from the 20 representative 20g insyte autoguard units that were received in sealed packaging from lot # 4299216. A functional test revealed that each needle fully retracted without resistance or delay when the safety mechanism was activated. A leak test revealed no holes in the IV catheter. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The following information was provided by the initial reporter: safety retraction failure. Adtl.cmts: catheters have holes. Customer response on aug 21, 2025. Unfortunately, I¿m unable to provide any further details from the customers.